Event description:
A cracked and shattered touchscreen was reported, rendering the pump unresponsive and illegible. The issue caused the customer's blood glucose level to rise to 521 mg/dl. The customer managed the high blood glucose with a correction injection via multiple daily injections (mdi). Technical support arranged to send a replacement pump to the customer and provided instructions on storage and returning the damaged pump. There was no need for third-party assistance beyond standard support, and the customer acknowledged all guidance provided.